Event description:
New information notes that the lead was prophylactically capped and replaced.

Event description:
Low impedance and noise were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with connector pin measuring 20.5cm was returned for analysis. External insulation abrasion was noted at 12.8-13.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.